Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ (B)(6), cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from (B)(6) 2007 to (B)(6) 2020. The report indicates, ¿one patient suffered from an early deep infection for a proximal tibia fracture 93 days after their index surgery. This patient was non-compliant with initial oral antibiotic therapy and specifically requested hardware removal for the treatment of her infection. Adverse event was resolved after this procedure¿.